Event description:
It was reported that the insulin pump alarmed no delivery during prime. Customer's blood glucose reading at the time of the call was 119 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Excessive no delivery alarms were not verified due to prime anomaly. The device had cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.